Manufacturer narrative:
(B)(4).

Event description:
It was reported that, the battery on an 840 ventilator was not charging. Although requested, information pertaining to the use of the device when the event occurred and patient outcome (if applicable) has not been provided.